Event description:
During angioplasty, on 2nd inflation of balloon, the proximal right coronary artery & ascending aorta dissected. This necessitated open heart surgery & the pt died immediately following surgery.